Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Peritoneal dialysis therapy with extraneal and physioneal 2.27% was temporarily discontinued on the day the recurrent peritonitis event began and restarted six days later. Antibiotic therapy with ceftazidime, tazobac, and fluconazole ended twelve days after the recurrent peritonitis event began. It was reported that the patient was recovered from the peritonitis event. This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported during follow up that on (B)(6) 2014, the patient again experienced peritonitis manifested by abdominal pain, nausea and vomiting. The patient was hospitalized for this recurrent peritonitis event. On the same day, the patient began treatment with tazobac (2.25 gram, once every eight hours, intravenously (IV)), ceftazidime (1 gram, once a day, IV), fluconazole (100 milligram, once a day, oral), prednisolone (5 milligram, once a day, oral), nolotil (1 tablet per day if required, oral, dose not reported) and paracetamol (1 tablet per day if required, oral, dose not reported) for peritonitis event. It was reported that on (B)(6) 2014, the pd catheter was replaced. At the time of this report, the patient was still hospitalized and patient outcome was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, cloudy effluent, nausea and vomiting. The cause of the peritonitis event was unknown. The patient was hospitalized for the event. The patient was treated with cefazolin intraperitoneally (ip, 125 mg/l, 4 times/day for 2 days), ceftazidime (ip, 125 mg/l, 4 times/day, ongoing), vancomycin (ip, 1 g/day for 3 days), fluconazole (oral, 150 mg/day, unknown duration), and gentamycin, (ip, 40mg/day, unknown duration) for peritonitis. The patient was still exhibited cloudy effluent and abdominal pain due to event, the patient was temporarily switched from automated peritoneal dialysis (apd) to continuous ambulatory peritoneal dialysis (capd) modality in order to enable antibiotic administration. At the time of this report, the patient was recovering from the peritonitis event. The patient was retrained while hospitalized. It was not reported if pd therapy was ongoing. This is report 2 of 3 involved in this peritonitis event.